Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient was implanted with two gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. The preoperative aneurysm diameter measured 65 mm. On (B)(6) 2010, this patient was discharged from the hospital. The aneurysm diameter measured 60 mm. On (B)(6) 2011, at the 6 month follow-up examination, the diameter of the aneurysm measured 53 mm. On (B)(6) 2012, a type iii disconnect endoleak was identified. No indication was given as to the cause of the type iii endoleak. On (B)(6) 2012, the aneurysm measured 58 mm. A gore® tag® thoracic endoprosthesis was implanted at the junction of the previously implanted tag® devices to treat the type iii endoleak. The endoleak was resolved. On (B)(6) 2012, a slight type ii endoleak was identified at the two year follow-up examination. The aneurysm diameter measured 58 mm. On (B)(6) 2013, the persistent type ii endoleak was identified at the three year follow-up examination. The aneurysm diameter measured 58 mm. No re-intervention has been performed for the treatment of the type ii endoleak.